Manufacturer narrative:
(B)(4).

Event description:
During a routine pump replacement for pump end of life, they were unable to aspirate fluid from the catheter. The patient had had no signs or symptoms prior to the replacement procedure. The pump and catheter were replaced. The event severity was noted to be "moderate." The patient recovered without sequela from the procedure. The device system was used to deliver baclofen. For subsequent events see mfg report # 3004209178-2011-03374.